Event description:
Information was received from a patient who was implanted with a neurostimulator. The patient reported pain, uncomfortable stimulation, and overstimulation. The patient stated that yesterday the pulses were pulsating too much and was making their back hurt. The patient went to turn it down and doesn't know what they did wrong. They pressed the minus button and the stimulation quit. It was confirmed that the therapy was on. Prior to the call the patient decreased the amplitude which eliminated the uncomfortable stimulation and the patient chose not to increase stimulation at the time of the report. The patient would follow up with their healthcare professional (hcp). It was also noted that the stimulation was too high after implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient stated that they had an appointment with her doctor on the pain had gone but was ¿peeing¿ more. They stated that as of now nothing was done to resolve the overstimulation and loss of stim. Patient did not provide the cause of the uncomfortable stimulation and pain. There were no complications or that no further complications were reported.